Event description:
It was reported that the haptic of the aq2015a silicone three piece lens was damaged upon receipt and never used. No patient contact.

Manufacturer narrative:
Method - device history review. Results - based on the product evaluation and the above investigation, nothing in the manufacturing, packaging or sterilization was found to be the root cause of this complaint. Considering the condition of the returned product having a clear surgical residue present on the lens and the lens is shipped in a dehydrated state, the customer would have to have handled or manipulated the lens in some sort of fashion to have come in contact with surgical residue (bss/staarvisc ii). Most likely the damage to the lens occurred during the mishandling of the product with forceps that may have been too sharp and damaged the lens haptic. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).(B)(4): evaluation method - lens work order search.results:visual inspection of the returned lens showed a haptic was bent and a clear surgical residue on the lens. A work order search revealed there were no similar complaints within the work order.(B)(4).